Manufacturer narrative:
Calibration and qc results were within the acceptable ranges. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient from the cobas integra 400 plus analyzer. The initial result was 128 umol/l. The repeat results were 69 umol/l and 70 umol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 42284101 with an expiration date of 31-may-2020.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. There was no evidence that indicates an instrument hardware or software issue. A pre-analytic issue with the sample collection, storage, or handling was likely.